Manufacturer narrative:
Exact date unknown, event occurred early (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing well postoperatively. The explanted ipg was not returned.